Event description:
The patient was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of pain medication to treat non-malignant pain/failed back surgery syndrome.the patient's attorney contacted the manufacturer with a lawsuit alleging the product was "defective and unreasonably dangerous"and refferred without further specificis to the alleged "risk of migration and insufficiency of the mesh or netting".the product has not been returned to the manufacturer for analysis.